Manufacturer narrative:
(B)(4). The customer¿s report of ballooning was confirmed, however the reported ¿patient side occlusion¿ alarms were not replicated. Visual inspection of the set noted that the silicone segment was slightly strained near the upper fitment. Functional and pressure testing was performed; the silicone segment slightly bulged during the gravity run. The set was then inserted into a pump module and programmed to run at a rate of 125 ml/hr. Though the silicone segment was slightly bulging during infusion, no alarms were noted. During pressure testing the subject area of the silicone segment ballooned at a pressure of 10 psi, therefore concluding the pressure test. The root cause for this event could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that device alarmed "patient side occlusion" during heparin infusion and the user discovered a balloon in the silicone segment. The IV bag, IV set, and device were changed out and the infusion continued.